Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including multiple types of organ failure and dysfunction (including right heart failure) and death, that may be associated with the use of the heartmate 3 lvas. Section 6, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2025 due to right ventricle (rv) failure and multi-system organ failure (msof). The death was not considered to be device or therapy related, and the device operated as expected. The pump would not be returned.

Manufacturer narrative:
A4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.